Event description:
Post-op, the pt noticed a small white mark on their inner thigh. The surgeon referred them to a dermatologist, who indicated that the mark was a 3rd degree burn. The surgeon performing the original case was using a stryker fiberoptic cable with 2 acmi bugbe electrodes.